Manufacturer narrative:
Nihon (B)(4) techical support staff assisted the customer by troubleshooting the reported issue over the phone. Based on the troubleshooting results it was determined the problem may be the kvm extender/usb converter. It is reported that the light currently was orange but normally is blue. The kvm was reset and produced a blue led lamp then quickly switched back to orange. The customer was provided with a new kvm which resolved the reported issue. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the cns (central monitoring system) interactive display has a black screen.